Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the returned psu was analyzed. It had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility\. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .702mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that neither the navigation system nor the imaging system were used for the procedure due to the navigation system camera not functioning. The surgeon proceeded to use an external imaging system traditionally.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The cmos battery was found to be malfunctioning. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera 9735821 vega base s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a localizer faulted prior to the beginning of a case. There was no impact to patient outcome and no reported delay. A representative accessed the ndi toolbox. They confirmed an erroneous bump status detection, both bump and internal temperature were highlighted.